Manufacturer narrative:
(B)(6) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the skin stapler are not closed properly during use on patient. It was open". The patient's current condition is reported as "unknown"

Manufacturer narrative:
Qn #(B)(4). The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Upon engagement of the trigger, the staples did not form properly. The stapler was disassembled, and it was observed to have been assembled incorrectly. The anvil component was missing from the device. A lab inventory anvil was inserted into the complaint sample. After this, the device worked properly. A device history record review was performed, and no relevant findings were identified. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the skin stapler are not closed properly during use on patient. It was open". The patient's current condition is reported as "unknown".